Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Further information provided by the patient, prior to getting transferred to patient services, indicated that they could not seem to make the device work.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulator and gastrointestinal/pelvic floor. It was reported that the patient had turned stimulation off and was trying to turn stimulation back on but power on reset (por) was seen. The patient stated that he had a cardioversion today which was why he turned stimulation off. No troubleshooting could be done and the patient was redirected to their health care professional.